Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 188 mg/dl and a bolus was delivered to address bg. Pump system check with tandem technical support found the pump time was incorrect; cause was not known. Customer declined to correct time at the time of the report.